Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Device eval: two products were received for eval. Visual inspection of the two samples observed a slight u-shaped tear on both samples located near the maximum diameter of the cuff. The location and physical characteristics of the tears are consistent with having been damaged, most likely while the cuff was inflated. Mfg performed a 100% inflation test and had these tears been there at that time, they would have been detected. Thickness of the cuff walls showed no abnormalities at the tears. There was no evidence found to suggest the events were caused from an intrinsic defect in the products.